Event description:
It was reported on (B)(6) 2015 that the patient's device was being programmed off. When the surgeon reviewed the patient's medical history, the surgeon wants to perform epilepsy brain surgery and not explore vns replacement at this time. No known vns surgery has occurred to date.

Event description:
High lead impedance was observed on (B)(6) 2013 on system diagnostic testing on the patient's device. On a subsequent visit on (B)(6) 2014, system diagnostics were performed and again resulted in high lead impedance. No known surgical interventions have occurred to date.